Event description:
During a cholecystectomy procedure, the device ripped. No consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was received in good visual condition. The device was received fully deployed. The bag was not returned. However, all other components were present and in good visual condition. As the bag was not returned, no further analysis could be performed.